Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm - leakage. During the preparation of the contrast agent, the drug leaked out from the cannula tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#2199562): 1)the products of this batch were assembled at intima ii auto line 3 in jul, 2022, and packaged at r240 package line in jul, 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no abnormality is found at the sample. 4. Sku#383019 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defect status of the complained sample cannot be identified, and the product of the sku has never been declared to be used for high-pressure injection, the leakage of the sample during the injection of contrast agent cannot be determined to be related to the quality of the product.

Event description:
No additional information available.